Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complication have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Examination of returned device was inconclusive; unable to determine if locking bar component had been fully seated.

Event description:
It was reported that patient underwent total knee arthroplasty in 2007. Locking bar component disengaged and revision procedure was performed to exchange locking bar and tibial bearing components four and a half months later.